Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services (ts) discussed that lead is quite old and could be a part of a lead issue and recommended further evaluation. There is no intervention information available to date. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).